Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -07.00 diopter, in the patients right eye (od), on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to excessive vaulting, pupil block with elevated intraocular pressure (iop) and unreactive (fixed) pupil. The problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6: health impact- clinical code: 4581 - unreactive (fixed) pupil. H6 - device code: 1494 - this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. Claim # (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned in liquid in a microcentrifuge vial with residue/debris on the lens. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).